Event description:
The customer reported to philips healthcare that the shock was not getting delivered with the headstart xl. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.